Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an alarm "call maintenance". The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative was unable to verify the reported problem. He observed "low vacuum" alarm in the fault log. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).